Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Oversensing due to noise was noted on the right ventricular lead and lead damage was suspected. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. On the connector piece, bending in the connector region had caused fracture of outer coil, damage of inner insulation and exposure of inner coil. These damages most likely caused the complaints reported from the field. On the distal piece, one lead-to-can external insulation abrasion breaching non-functional cables lumen was noted near the end of this piece. The non-functional cables etfe coating was intact and the inner coil was not exposed in this abrasion region. Other damages found on these pieces were consistent with those occurring at time of explant.